Manufacturer narrative:
The glidescope go monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned go monitor and was unable to confirm the power / image loss. The monitor arrived showing that the display was set for automatic power down after 10 minutes. The video image remained normal while connected to test equipment. The monitor stayed powered on for 15+ minutes without loss of power. The camera image quality test was performed and passed. The glidescope go monitor was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope go monitor, the go monitor turned off mid-use. A delay in the procedure of an unknown duration occurred as an unspecified backup device was obtained. No harm to the patient or user was reported.